Manufacturer narrative:
The customer reported that the phaco handpiece experienced aspiration issues during a procedure and occlusion tones were heard. There was no reported patient harm. The company service representative examined the system. The system was then tested and met all product specifications. The service request does not indicate if the company service representative tested the handpiece that was used during the procedure. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The associated system (s/n (B)(4) was manufactured on may 23, 2016. Based on qa assessment, the product met specifications at the time of release. It should be known that occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that there was no aspiration during the phacoemulsification portion of a cataract extraction with intraocular lens (iol). The surgery was completed after exchanging the handpiece. There was no patient harm.